Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that prior to use, a minicap was cracked and leaked with povidone iodine. This was noticed when the caregiver unwrapped the tape surrounding the minicap. The tape was wet with betadine. The following day, the transfer set was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.